Event description:
During an in clinic follow up episodes of far field r wave oversensing resulting in inappropriate mode switching were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.